Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two evercross balloons were used as part of a clinical study ((B)(6) study). The index procedure took place on (B)(6) 2013. The target vessel was the distal right superficial femoral artery (sfa). It was reported that approx 46 months ((B)(6) 2017) post the index procedure severe stenosis of the patients distal right sfa with runoff by peroneal artery was seen via angiogram. A revascularisation procedure was carried out to place a stent in the right sfa.